Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient announced a usual lunch, ate, and experienced a blood glucose drop to 58 mg/dl after recently changing meal types and selecting the ¿less¿ announcement when they should have selected ¿usual.¿ symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and subsequent improvement, with a reported blood glucose of 122 mg/dl. Investigation included troubleshooting and education regarding appropriate use of the ¿less¿ meal announcement option. Investigation of this case revealed user-related use error related to meal announcement selection, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user-associated factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.